Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 4 of 4 mdrs filed for the same patient (reference 1825031-2015-04812 / 04813 and 1825031-2016-00654 and 3002806535-2015-04174). Remains implanted.

Event description:
Patient was revised on the right side approximately six years post-implantation due to unknown reasons. The femoral head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Under possible adverse effects, number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2010 due to pain, the presence of metal debris and audible noise from the joint. A further revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.